Manufacturer narrative:
(B)(4)

Event description:
It was reported that: when removing the guide, it falls apart, so it is necessary to remove the entire catheter along with the guide to prevent the tip from remaining inside the patient. The guide separates. There was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: when removing the guide, it falls apart, so it is necessary to remove the entire catheter along with the guide to prevent the tip from remaining inside the patient. The guide separates. There was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4). In section d provided the full UDI #. Additionally, added the brand name. **UDI related data quality updates only.

Event description:
It was reported that: when removing the guide, it falls apart, so it is necessary to remove the entire catheter along with the guide to prevent the tip from remaining inside the patient. The guide separates. There was no reported patient harm or consequence.